Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump recently had battery issues and has turned off twice in the last 3 days. The insulin pump alarmed pump error 49 three times and pump error 68 once. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected pump error trace pointers are invalid. Or device software error or drive count or time values or changes incorrect for moving or coasting error alarms noted during testing.